Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced episodes of pre-syncope. The patient presented to the hospital where it was found that the right ventricular (rv) lead exhibited oversensing, pacing inhibition and high pacing thresholds. The device was reprogrammed to asynchronous pacing at maximum output but the change did not resolve the episodes of pre-syncope. The patient was admitted to the hospital at which time the physician collected an electrocardiogram with and without magnet application but noted no device response. Assuming the device depleted due to the programmed high output, the physician placed a temporary pacemaker pending a procedure to replace the chronic device. On the day of revision the device was able to be interrogated and evidence of oversensing was observed. During the procedure, lead parameters were tested and found within normal limits though some rv pacing inhibition was observed. As such, the physician abandoned and replaced the rv lead. Upon reprogramming device settings, greater than three years longevity was remaining and the new lead was connected. After connecting the lead, loss of capture was observed. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.